Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated alinity c sodium result of 172 mmol/l was generated for a patient sample that retested at 143 mmol/l. Additional discrepant elevated results in the range of 190 mmol/l were generated for patient samples that retested in the 140 mmol/l range (no specific individual data provided). No adverse impact to patient management was reported.

Manufacturer narrative:
This follow up MDR is being submitted to correct. Suspect medical device which was changed from alinity c processing module; ln 03r67-01; sn (B)(6) to alinity ci-series system control module; ln 03r70-01; sn (B)(6). The device manufacturing sites for both products is the same.

Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The exact cause of the erratic results observed by the customer cannot be determined. Based on the data in this complaint and the labeling provided, a possible likely cause may be the ict reference solution. It may have been compromised or contaminated during handling of the product. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a falsely elevated alinity c sodium result of 172 mmol/l was generated for a patient sample that retested at 143 mmol/l. Additional discrepant elevated results in the range of 190 mmol/l were generated for patient samples that retested in the 140 mmol/l range (no specific individual data provided). The discrepant results were determined to be caused by an alinity ci-series software deficiency where the software was not detecting an issue with the alinity c integrated chip technology (ict) for the sodium assay. No adverse impact to patient management was reported.

Manufacturer narrative:
This alinity c processing module (list number 03r67-01) contains an impacted alinity ci-series system control module (list number 03r70-01) complete information for section correction/removal report number: 3002809144-05/22/19-005-c the investigation into this matter found that the alinity implemented a 10 mv check but should have implemented a 3mv threshold for serum, plasma, and urine. Abbott will be releasing alinity ci-series software version 2.6.1 to change the ict reference solution voltage drift threshold from 10mv to 3mv to improve the ability of the system to detect ict reference solution voltage drift. A product correction letter was issued on 21may2019 to all worldwide alinity ci scm customers configured with the alinity c processing modules. The letter instructs the following: all ict patient specimens should be run in duplicate: verify the difference in recovery between the sample replicates is no greater than the indicated thresholds for serum, plasma, or urine for the specific ict assay. How to trouble shoot if the difference in recovery between the sample replicates exceeds the threshold. Rerun the specimen in duplicate after troubleshooting - if three or more discrepant ict samples, without an assignable cause, are identified within a 24-hour period: stop ict testing and disable al ict assays via the software user interface until the issue is resolved: contact customer service to resolve any hardware failure.